Manufacturer narrative:
Block b3: exact date unknown, approximate based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient experienced charging difficulties with his implantable pulse generator (ipg). To address the issue, the patient underwent a revision procedure during which the ipg was explanted and replaced with a new ipg. In accordance with facility policy, the explanted device was retained by the facility and will not be returned for evaluation. It was also reported that electrocautery was used during the procedure.